Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213/67) the review of the historical data indicates that there was one additional similar complaint for the reported failure mode (no apparent adverse event ) and the reported lot number (25154455), however no specific failure was reported. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2020 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that hst iii system (3.8mm) were not accepted because the expiry date is too short (23.10.2021) goods will be taken back and replaced. No patient involvement.